Event description:
It was reported that during a lap colostomy closure procedure, after firing the device, the doctor opened the device. When fish tailing out of the colon the anvil detached from the device and remained in the left colon. The device did cut and staple and the anastomosis was complete. The doctor opened the patient. Made an enterotomy in the bowel, removed anvil and over sewed the colon.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was the safety reset before removal attempted? Yes. How many counter-clockwise revolutions were used to open the device? No more than two. How was it confirmed that the anvil was secured to the trocar? Were able to close the device. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Heard audible crunch and broken washers. Were there two complete tissue donuts? Yes. Were all tissue layers present in both donuts when inspected? Yes, to best of their knowledge. Was a leak test performed to ensure there was no leak? No, had to retrieve the anvil that was stuck in the colon. Were there any issues removing the ancillary trocar? Ancillary trocar was not used. Other: the device was discarded because the patient had not been bowel prep'd.